Manufacturer narrative:
A4 and d4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
It was reported that implantation of an impella cp was aborted due to incompatibility with the patient's anatomy. No other information was provided. Device identifiers were requested but not provided. The patient survived.